Event description:
The customer reported that the device had a message shock equipment malfunction on the display. The customer claims the rfu was a solid x with a chirp. There was pt involvement but no adverse effect.

Manufacturer narrative:
(B)(4). The customer reported that the device had a message shock equipment malfunction on the display. The customer claims the rfu was a solid x with a chirp. There was pt involvement but no adverse effect.